Manufacturer narrative:
(B)(4). The 2nd valve implanted (sapien xt valve) had to be explanted 8 months after deployment due to prosthetic valve stenosis. Both valves were explanted and replaced with a surgical valve [reference manufacturer report number]. A portion of the explanted sapien valve was returned to edwards lifesciences with patient anatomy/tissue in-growth on the leaflet and frame. The leaflet was firmly compressed into the frame by the subsequent expansion of the sapien xt valve. Severe calcification was noted on the leaflet, and moderate host fibrotic tissue (pannus) growth was observed on the outside of the device. X-ray imaging confirmed tissue calcification in the returned tissue. Only a small portion of the valve was returned with calcification and host fibrotic tissue growth over the sample. No relevant functional/dimensional analysis was able to be performed. The portion of the valve was sent for histology evaluation. Results from the histology evaluation indicated no apparent reason for the calcification revealed by histological examination. The evaluation concludes that in patients with renal insufficiency or failure, particularly those requiring dialysis, the elevated blood calcium and phosphorous levels, as well as secondary hyper-parathyroidism, are believed to play an important role in the development of the early bioprosthetic heart valve calcification sometimes observed in this subgroup of patients. Further information from the complaint file indicates that the patient was on dialysis. The reported sapien valve stenosis was confirmed, but no manufacturing non-conformities were found in the returned sample. Available information suggests that patient factors (chronic dialysis treatments) likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two reports being submitted for this patient. Please reference manufacturer report no. 2015691-2014-02802.

Manufacturer narrative:
Additional information: the 2nd valve implanted (sapien xt valve) had to be explanted 8 months after deployment due to prosthetic valve stenosis. Both valves were explanted and replaced with a surgical valve [reference manufacturer report number 2015691-2014-02802]. A portion of the explanted sapien valve was returned to edwards lifesciences with patient anatomy/tissue in-growth on the leaflet and frame. The leaflet was firmly compressed into the frame by the subsequent expansion of the sapien xt valve. Severe calcification was noted on the leaflet, and moderate host fibrotic tissue (pannus) growth was observed on the outside of the device. X-ray imaging confirmed tissue calcification in the returned tissue. Only a small portion of the valve was returned with calcification and host fibrotic tissue growth over the sample. No relevant functional/dimensional analysis was able to be performed. The portion of the valve was sent for histology evaluation. Results from the histology evaluation indicated no apparent reason for the calcification revealed by histological examination. The evaluation concludes that in patients with renal insufficiency or failure, particularly those requiring dialysis, the elevated blood calcium and phosphorous levels, as well as secondary hyper-parathyroidism, are believed to play an important role in the development of the early bioprosthetic heart valve calcification sometimes observed in this subgroup of patients. Further information from the complaint file indicates that the patient was on dialysis. The reported sapien valve stenosis was confirmed, but no manufacturing non-conformities were found in the returned sample. Available information suggests that patient factors (chronic dialysis treatments) likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Per report, 23 months after the implantation of a 23mm sapien valve, the patient had paroxysmal syncope and was taken to the ER. Upon arrival to the hospital, the patient was developed cardiopulmonary arrest. Further examination revealed that the patient had sclerosis of the sapien valve cusps. He was placed on percutaneous cardiopulmonary support (pcps) and then transferred with pcps to the facility where the valve had been implanted. An echocardiogram performed showed that the echogenicity of the valve leaflets were higher than before and the leaflets were moving less. ¿the physician thought that deteriorate aortic stenosis caused heart failure, and performed balloon aortic valvuloplasty (bav) with 14mm and 16mm balloon¿. The peak pressure gradient and the hemodynamics were noted to have improved. A 23mm sapien xt valve was then implanted within the sapien valve. The patient¿s hemodynamic was noted to improve dramatically. He was weaned off pcps in the operation room and transferred to ICU. The patient recovered from anesthesia on the next day and no other complication was noted.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, it appears that the stenosis of the sapien valve may have been related to the natural progression of the patient¿s comorbidities (e.g. Kidney disease). The IFU warns that accelerated deterioration of the bioprosthesis may occur in patients with an altered calcium metabolism. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.